Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that her insulin pump alarmed external flash error when she woke up. The patient's blood glucose at the time of incident was 146 mg/dl. The alarm was cleared and the insulin pump was able to rewind. However, the insulin pump was returned for further analysis.

Manufacturer narrative:
The pump was received with a blank display due to a faulty component on the mother board. The pump was monitored after replacing the faulty component and no external flash crc error alarms were noted. The pump was received with a cracked case at the reservoir tube window corners, cracked battery tube threads and minor scratches on the lcd window.